Event description:
It was reported that during a stone extraction procedure, the catheter appeared shorter than normal. The stone was located in an unspecified bile duct. The rx lithotripter compatable basket was advanced, however, difficulty was experienced upon cannulation with the basket. It was noted that the plastic catheter ended a little shorter than normal. A few attempts to retrieve the stone were made, but were unsuccessful and the device was removed. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed.